Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flow of the subject device was insufficient. The issue occurred before the patient entered the endoscopy room for an unspecified procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a defective water supply during pre-use inspection. There were no reports of patient harm.